Event description:
Pt was revised to address pain and instability.

Manufacturer narrative:
No product was returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported pt knee pain and joint instability. The initial reporting indicated the product was not suspected of failing to meet specs or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.